Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer's parent called and reported the insulin pump alarmed with a motor error during a bolus delivery attempt. Customer's blood glucose was 113 mg/dl. The insulin pump was not exposed to a strong magnetic field. The sensor feature was not being used. It was not possible to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.